Event description:
It was reported that this pacemaker showed magnet rate at 78 bpm. Boston scientific technical services (ts) explained that likely device is at end of life (eol). In addition, it was noted that the device was at three years remaining from eight months ago. Ts stated that possibly magnet was not placed directly over the device. The health care professional (hcp) claimed that magnet application was properly done. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10: device, impact and component code.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker showed magnet rate at 78 bpm. Boston scientific technical services (ts) explained that likely device is at end of life (eol). In addition, it was noted that the device was at three years remaining from eight months ago. Ts stated that possibly magnet was not placed directly over the device. The health care professional (hcp) claimed that magnet application was properly done. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed magnet rate at seventy eight at transtelephonic monitoring. Boston scientific technical services (ts) then discussed the event and suggested to bring patient in the clinic for device check. To date, this pacemaker remains in service. No adverse patient effects were reported.